Event description:
A discordant troponin ultra (tni ul) result was obtained on one patient on an advia centaur instrument. The initial result was reported to the physician. The same sample was repeated on the same instrument and the corrected result was sent to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant tni ul result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant tni ul result was unknown. The tsc determined that there was no instrument malfunction during the time of the event and that the customer repeats all positive tni ul results. The customer declined a field service intervention. The instrument is performing within specifications. Further evaluation of the device is not required.